Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that infusion set's tubing came apart close to the site location, which was at the patient's abdomen while sleeping. The infusion had been used for the first day. The infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.